Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly calcified mid left circumflex (lcx) artery. After a non-bsc guide wire was inserted towards the lesion, a 2.00mm x 15mm maverick²¿ balloon catheter was selected for use and advanced to pre-dilate the target lesion. Upon the first inflation, the balloon ruptured at 11 atmospheres at a duration of 3 seconds. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device lot number corrected from 17152922 to 0017133984. Device expiration date corrected from 07/24/2017 to 07/17/2017. Device manufactured date corrected from 07/28/2014 to 07/19/2014. Device evaluated by manufacturer: returned product consisted of a maverick 2 balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded with the balloon folds present. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 4mm distal of the proximal markerband was revealed. There was balloon material lifted around the pinhole. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly calcified mid left circumflex (lcx) artery. After a non-bsc guide wire was inserted towards the lesion, a 2.00mm x 15mm maverick 2 balloon catheter was selected for use and advanced to pre-dilate the target lesion. Upon the first inflation, the balloon ruptured at 11 atmospheres at a duration of 3 seconds. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.